Event description:
We received an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the stago laboratory method. At 8:38 p.m. The meter result using strip lot 63311221, expiration date 31-jan-2024 was 5.0 inr. At 8:42 p.m. The meter result using strip lot 63311221, expiration date 31-jan-2024 was 4.2 inr. At 8:45 p.m. The meter result was 5.5 inr. The patient used strip lot 64708121, expiration date 31-mar-2024 with the wrong code key for this test. At 10:30 p.m. The laboratory result was 3.6 inr. A different finger was used for each meter test. The patient¿s therapeutic range is 2.5 ¿ 3.5 inr with a testing frequency of every 2 weeks.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The meter and test strips were requested for investigation. The meter and test strip lot 64708121 were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The alleged results were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.